Event description:
The customer reported that the battery was left in the autoclave for an unspecified amount of time. Upon discovery of the battery, a brown fluid was reported to be leaking from the bottom. It was unknown if this was a corrosive fluid. No injury or delay was reported with this device.